Manufacturer narrative:
Patient information was requested but has not been provided. A medtronic representative went to the site to test the equipment. There was a critical battery error on the pendant during movement and the imaging system shutdown thereafter. The rep replaced the motion batteries. The imaging system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the pendants showed a "critical battery error." There was no patient involved with this concern.